Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system gave flags for a patient sample ran on (B)(6) 2012. Customer reported a manual differential was performed and the pathologist confirmed that blasts were present. Customer reported a different sample from the same patient was run later that evening and the instrument did not flag for immature cells. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Method, conclusion: customer did not request service from bec. Cause is unknown. Bec dxh 800 instructions for use states in pertinent parts as follows: "the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results... Caution: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. .. Caution: refer to the limitations section of the system overview chapter for the interfering substances that might affect each parameter. Beckman coulter recommends a slide review per your laboratory protocol. It is possible that the presence of a rare event cell can fail to trigger a suspect message... Limitations: plt giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments."